Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of area not cleaned before starting peritoneal dialysis (pd) and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient did not clean the area before starting pd therapy. On (B)(6) 2011 the patient began remedial therapy with fortum (1 gram daily ip) and reflin (1 gram daily ip). On (B)(6) 2011 the patient was hospitalized for an unknown reason. On (B)(6) 2011 the patient experienced peritonitis. The cause of the peritonitis was related to not cleaning the site before pd therapy. The patient was recovering, but remained hospitalized. It was not reported whether the event of area not cleaned before starting pd therapy resolved. Dianeal pd2 ultrabag therapy was ongoing as was remedial therapy with fortum and reflin. The nurse stated the event of peritonitis was not related to dianeal pd2 ultrabag therapy. A causality statement was not provided for the event of area not cleaned before starting pd.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is user error-poor aseptic technique.